Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the two reamers from the mbt reamer set are starting to show wear on the connection end. The t-handle and modified hudson adapter are also showing signs of rounding out on the connection end. No surgical delay.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The investigation attributed the root cause to normal use and servicing and did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: d4 (lot), d9, h4 corrected: h3.